Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the base near the hub. The following information was provided by the initial reporter: "they were inserting a 24g x 0.75 the catheter would not flush once inserted. After trying to flush they discovered leaking around the base of the catheter where the catheter meets the yellow hub. They immediately removed the catheter.". "Patient had to be stuck again and new catheter was inserted successfully.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly attached to miscellaneous extension tubing and connector. Upon inspection of the received device, it was identified that an additional component was present inside the nose of the adapter. This defect affects the proper seating of the septum which prevents a secure connection from being made, likely resulting in leakage. The reported defects were confirmed and determined to be related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the base near the hub. The following information was provided by the initial reporter: "they were inserting a 24g x 0.75 the catheter would not flush once inserted. After trying to flush they discovered leaking around the base of the catheter where the catheter meets the yellow hub. They immediately removed the catheter." "Patient had to be stuck again and new catheter was inserted successfully."